Event description:
Philips received a complaint by the customer on the v60 indicating while setting up the device, it was observed that the device was getting error code 1127 over-voltage protection (ovp) circuit failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer is getting a few check vent alarms. He stated there are codes 1117, 111d, 111b, 1118, and 1127 are in the significant log. The blower controller printed circuit board assembly (pcba) was not displayed properly in the vent information screen. All codes are pointing at the motor controller (mc) pcba or the power management (pm) pcba. The unit has pic 1.30 pm pcba but blower control pcba did not have the component info populated, requests part ID to correct the issue. The rse advised customer to replace the mc pcba and provided part ID for repair. Customer called back into technical support and advised the new mc pcba was installed and the issue is resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.